Event description:
It was reported that the ilet stopped dosing because the connected libre 3+ continuous glucose monitor (cgm) sensor became unavailable, with the device displaying sensor error and replace sensor notifications; the user restarted the ilet without resolution, then replaced the libre sensor, successfully activated the new sensor, and entered a fingerstick blood glucose of 365 mg/dl to resume insulin while the cgm warmed up, and the call was transferred to the cgm manufacturer for sensor replacement. Customer care provided support that included troubleshooting with verification of cgm status, guided sensor replacement, and confirmation of successful activation and insulin delivery resumption. Investigation of this case revealed sensor failure of the external cgm leading to suspended automated insulin dosing on the ilet. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.